Event description:
It was reported that stent premature deployment occurred. The 90% stenosed target lesion was located in the mild tortuous and moderately calcified vessel below the knee. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation. During the procedure, the stent released proximal to the lesion, however, did not fully expand within the catheter and was dislodged inside the sheath. The entire sheath was removed with the stent inside. The sheath was reinserted with another of the same device and the procedure was completed. There were no patient complications as a result of this event.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6).